Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device detected false af episodes as the patient has a varying heart rhythm due to first degree heart block. The r-waves are appropriately sensed. The priority of the alerts will be reprogrammed. Patient¿s condition was stable and the patient will be followed normally.